Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed active exhalation control module (aecm) testing. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator requires replacement of the aecm proportional and 3-way solenoid valves to address the issue. Device repair has not yet been completed. On-site device repair by philips service engineer is planned and scheduled. The root cause has not been confirmed at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.